Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer went to swimming and insulin pump had broken force sensor alarm. Customer stated that battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board, in the internal battery connectors. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify error 35 due to critical pump error alarm. Device had cracked case. Device p-cap or test reservoir locks in place properly.